Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed occurred because the charged coupled device (ccd) unit malfunctioned due to water leak from the cable. The cause of the water leak from the cable could not be identified. As to water leak from the cable, the phenomenon may have been prevented by following the description in the instruction manual which states: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." E3: "other healthcare professional" : sterile processing manager. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while reprocessing his olympus hd camera head no image was present. This event had no patient involvement.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty charged coupled device unit was found and caused the reported no image failure. Additionally, a leak was found inside the cable unit, causing the device to failure the leak test. If additional information becomes available following the device evaluation, a supplemental report will be filed.